Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab identified a damaged and dislodged hemostatic valve. The product investigation was subsequently completed. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dislodgement occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dilator would not go past the hemostatic valve. It was pushed in according to the tech at the facility. When the sheath was replaced, the issue resolved. The procedure was continued. There was no report of patient consequence. Device evaluation details: the hemostatic valve was found dislodged on the hub of the device, then a second closer inspection revealed that the hemostatic valve was damaged. A device history review was performed for the finished device 00001347 number, and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer was confirmed. The root cause of the hemostatic valve dislodgement could be related to the handling of the device during the procedure however, this cannot be conclusively determined; the odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/2/2020, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium where hemostatic valve dislodgement occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium dilator would not go past the hemostatic valve. It was pushed in according to the tech at the facility. When the sheath was replaced, the issue resolved. The procedure was continued. There was no report of patient consequence. The valve was partially broken and did not detach from the sheath. The issue occurred on the sterile table during preparation. The sheath was never introduced into patient¿s body. Hemostatic valve dislodgement is an MDR-reportable issue.